Event description:
As reported, in 2008, this patient presented with a popliteal/posterior tibial aneurysm with massive clotting. A 12 fr gore introducer sheath was used in attempt to advance the device beyond the posterior tibial artery. However, the gore 12fr introducer sheath dissected the superior femoral artery at the level of the common femoral artery. The patient was then converted to open surgical repair and a femoro-popliteal bypass graft was implanted. Patient is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork could not be conducted. Results - a review of the manufacturing paperwork could not be conducted. Conclusions - vessel dissection. Reference medwatch# 2017233-2008-00100.